Manufacturer narrative:
The autopulse platform (B)(4) was returned for evaluation. The reported complaint of the platform not powering on was confirmed. Visual inspection confirmed that a damaged power switch was the cause of the reported issue. Based on the condition of the returned unit, a probable cause for the noted damage is normal wear and tear. Upon replacement of the damaged power switch, the device passed all testing criteria.

Event description:
Complainant alleged that on the evening of (B)(6) 2013, while preparing the autopulse¿ platform for patient use, the device would not turn on at all, even when utilized with fully charged batteries. The on/off button would not click. The rescuer reverted to manual CPR when the autopulse¿ would not turn on. No adverse patient sequelae was reported. No additional details were provided.